Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9< h3 - device available for eval updated from not returning to returning. H6 - component code 4755; type of investigation code 4114 were removed and replaced with code 3088 and 10.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device with a reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a peripheral angioplasty interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. An attempt was made with a second proglide device; however, when pushing the knot, a suture break occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3: device available for evaluation changed from yes to no.